Manufacturer narrative:
Pump received with the operating currents within specification and passed the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. Pump passed the dat test at 0.08685 inches. The lcd window has a crack in the upper right hand corner however, the crack does not affect the visibility of the lcd display. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window,cracked reservoir tube, and scratched reservoir tube window.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of an unknown level. Customer indicated that the pump is cracked at the battery cap near the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.